Event description:
It was reported that a patient experienced peritonitis manifested as cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis. On the same day as the onset, the patient began treatment with vancomycin ip (1 gram every 6 days) and gentamycin ip (40 milligram daily) for peritonitis. Antibiotic therapy was ongoing. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13h20055 and h13k04070 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot number(s) h13h20055 and h13k04070. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.